Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated on (B)(6) 2026, after an allegation of high impedance on the previous day by a doctor's office. The findings confirmed the allegation as an impedance measurement of 400 ohms was observed. Sensing of an isoelectric signal was also observed. The doctor ordered device therapy to be turned off and recommended a system revision. However, the patient left against medical advice. No adverse patient effects were reported. This s-ICD remains in service.